Event description:
It was reported that the patient presented in clinic due to discomfort caused by their right ventricular (rv) lead. An echocardiogram and magnetic resonance imaging were performed to discovered that the rv lead had perforated the patient's heart. The rv lead was explanted and replaced. The patient was stable throughout.